Event description:
The first gia 80 was opened and used. When the nurse tried to unload the stapler, the black cutter came undone. The second gia 80 stapler was opened and used. When the nurse tried to unload this stapler, the cutter came undone. When the load was replaced in the first cutter, it failed to cut as easily as it should. A third gia 80 was opened and successfully used multiple times.